Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue with infusion set on (B)(6) 2026.tape not sticking due to sweating. No further information is available.